Event description:
Patient reported they are experiencing excessive sweating, forgetfulness and tiredness (all not device related). Patient also reported soreness and rash. Patient also reported left side swollen lymph node under their arm, a "hard ball" on the armpit and swelling. Patient reported they have had multiple blood tests results where the lymphocytes are abnormally low. Patient stated they believed they had lymphoma"(not device related). This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.